Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The batteries returned to the manufacturer for evaluation. After functional testing and usability inspection the reported issue could not be confirmed. The battery measure 51.89 volts. No fault found. The main cart uninterruptible power supply (ups) returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue could not be confirmed. The ups was initially standalone tested and all outputs measured normal voltage. As well, the power button functioned as intended. The ups was then installed in a main cart system and no issues were detected, it was able to run off of a/c and switch to battery backup, without issue. They installed an ssd containing software version (previously known to cause issues), but did not do so in this instance. The unit was left running overnight and functionality remained normal. Unable to replicate the reported complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site pulled images and were ready for the case, when they left the room and came back after 30 minutes later and the system was off. The manufacturer representative (rep) had another navigation system in the room that was not having the same issue. The rep had tried two different outlets with this system and it had happened on both. They also noted that at one point the camera cart also turned off. This issue has only been happening since the uninterruptible power supply (ups) has been replaced in a different case. The rep checked that all connections were seated well and that none of the usb ports appeared damaged. The rep called back and was testing the system when after watching the unit for about 20 minutes, it shut off. The rep had the back panel removed and noticed that the ac power light was on but the battery indicator was pulsing slowly (battery being discharged due to insufficient ac voltage). Technical services asked the rep to confirm the status of the outlets they were using to ensure that they are providing the correct amount of voltage as based on the issue it appears that the outlet power may not be consistent. No patient was present at the time of the event.